Event description:
A healthcare worker complained of chest pain that lasted a "brief period of time" after he had smelled "the odor of peroxide." Although the worker could not remember the exact date for the event, the facility said they have not had any cycle cancellations. The svc engineer examined the sterilizer and ran an empty cycle without any evidence of odor and the unit ran within spec.

Manufacturer narrative:
The service engineer examined the sterilizer and ran an empty cycle without an evidence of odor, and the unit ran within spec. The root cause of this complaint is unknown.